Manufacturer narrative:
Hologic has received correspondence arising from litigation. The litigation alleges that a 52-year-old patient was implanted on (B)(6) 2020 with a biozorb marker following a surgical procedure for a right breast invasive ductal carcinoma and lumpectomy intervention. On (B)(6) 2024 the patient presented to a medical examination with a palpable biozorb in the right breast, with a right breast healed surgical scar, no masses or axillary lymph nodes or other abnormalities. Skin was normal without erythema or lesions. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 52-year-old patient was implanted on (B)(6) 2020 with a biozorb marker following a surgical procedure for a right breast invasive ductal carcinoma and lumpectomy intervention. On (B)(6) 2024 the patient presented to a medical examination with a palpable biozorb in the right breast, with a right breast healed surgical scar, no masses or axillary lymph nodes or other abnormalities. Skin was normal without erythema or lesions. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.